Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 13-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 664587, 694963) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lumbar pain"), fatigue ("severe chronic fatigue"), sleep disorder ("sleep disturbance"), musculoskeletal pain ("joint and muscle pain with a feeling of burning in the muscles"), musculoskeletal stiffness ("muscle stiffness"), joint stiffness ("joint stiffness"), tendonitis ("recurrent tendinitis"), amnesia ("memory loss"), irritable bowel syndrome ("irritable bowel syndrome"), constipation ("severe constipation"), dry eye ("eye dryness"), eye irritation ("eye burning"), alopecia ("hair loss"), impatience ("night-time impatience"), headache ("headache"), hyperhidrosis ("excessive sweating"), gingivitis ("gingivitis"), loss of libido ("libido at zero since the insertion of the essure"), pruritus ("itching of the skin in particular of the scalp") and lymphadenopathy ("feeling that the nodes in the neck are constantly fighting against a pathogen in my body") and was found to have neutrophil count decreased ("polynuclear neutrophils regularly low") and gamma-glutamyltransferase increased ("gamma gt high at times for no apparent reason"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, fatigue, sleep disorder, musculoskeletal pain, musculoskeletal stiffness, joint stiffness, tendonitis, neutrophil count decreased, amnesia, irritable bowel syndrome, constipation, dry eye, eye irritation, alopecia, impatience, headache, hyperhidrosis, gingivitis, gamma-glutamyltransferase increased, loss of libido, pruritus and lymphadenopathy had not resolved. The reporter provided no causality assessment for alopecia, amnesia, back pain, constipation, dry eye, eye irritation, fatigue, gamma-glutamyltransferase increased, gingivitis, headache, hyperhidrosis, impatience, irritable bowel syndrome, joint stiffness, loss of libido, lymphadenopathy, musculoskeletal pain, musculoskeletal stiffness, neutrophil count decreased, pelvic pain, pruritus, sleep disorder and tendonitis with essure. The reporter commented: gradual onset period since essure insertion in (B)(6) 2011. Sleep severely disturbed by muscle pain. Current condition of the patient: alteration of personal, social and professional life. Had to make a request to adapt a workstation with remote working in order to be able to continue working long-term and full-time a technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-jan-2022. The most recent information was received on 19-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. 664587, 694963) inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lumbar pain"), pruritus ("itching of the skin in particular of the scalp"), headache ("headache"), fatigue ("severe chronic fatigue"), lymphadenopathy ("feeling that the nodes in the neck are constantly fighting against a pathogen in my body"), hyperhidrosis ("excessive sweating"), gingivitis ("gingivitis"), musculoskeletal pain ("joint and muscle pain with a feeling of burning in the muscles"), musculoskeletal stiffness ("muscle stiffness"), joint stiffness ("joint stiffness"), tendonitis ("recurrent tendinitis"), irritable bowel syndrome ("irritable bowel syndrome"), constipation ("severe constipation"), dry eye ("eye dryness"), eye irritation ("eye burning"), alopecia ("hair loss"), impatience ("night-time impatience"), sleep disorder ("sleep disturbance"), amnesia ("memory loss") and loss of libido ("libido at zero since the insertion of the essure") and was found to have neutrophil count decreased ("polynuclear neutrophils regularly low") and gamma-glutamyltransferase increased ("gamma gt high at times for no apparent reason"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, pruritus, headache, fatigue, lymphadenopathy, hyperhidrosis, gingivitis, musculoskeletal pain, musculoskeletal stiffness, joint stiffness, tendonitis, neutrophil count decreased, irritable bowel syndrome, constipation, dry eye, eye irritation, alopecia, gamma-glutamyltransferase increased, impatience, sleep disorder, amnesia and loss of libido had not resolved. The reporter provided no causality assessment for alopecia, amnesia, back pain, constipation, dry eye, eye irritation, fatigue, gamma-glutamyltransferase increased, gingivitis, headache, hyperhidrosis, impatience, irritable bowel syndrome, joint stiffness, loss of libido, lymphadenopathy, musculoskeletal pain, musculoskeletal stiffness, neutrophil count decreased, pelvic pain, pruritus, sleep disorder and tendonitis with essure. The reporter commented: gradual onset period since essure insertion in 2011. Sleep severely disturbed by muscle pain. Current condition of the patient: alteration of personal, social and professional life. Had to make a request to adapt a workstation with remote working in order to be able to continue working long-term and full-time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Lot number: 664587, manufacture date: 2009-08, and expiration date: 2012-08. Lot number:694963, manufacture date: 2009-12, and expiration date: 2012-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.